Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 404524. The run passed the validity and acceptance criteria established. Customer data review customer result log files were reviewed. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 404524 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m resp-4-plex amp kit (list 09n79-096) lot 404524 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 404524. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 404524 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2024-00157, occurrence date: (B)(6) 2024, 3005248192-2024-00158, occurrence date: (B)(6) 2024, 3005248192-2024-00159, occurrence date: (B)(6) 2024, 3005248192-2024-00160, occurrence date: (B)(6) 2024.

Event description:
The customer reported 2 false not detected results for the sars-cov-2 target on the alinity m resp-4-plex amp kit. The following sids (sample ids) were considered false not detected by the customer: 1. (B)(6) (run (B)(6) 2024), 2. (B)(6) (run (B)(6) 2024). The samples were then compared to results from ortho vitros sars-cov-2 antigen test (cardinal health) which tested positive. Two tubes were collected and run the same day for each sid. The antigen test was performed as the patients were symptomatic but had received a negative alinity m result. There was no report of impact to patient management.